Event description:
Physical therapy transferred pt into pt's chair using hoyer lift with a disposable sling. Physical therapy was repositioning pt in chair using the sling when the sling tore along one seam. Pt was not injured. Sling was taken out of service. MFR was contacted, and will try to determine cause of failure.